Event description:
On (B)(6) 2011 customer reported a burning odor was coming from the dxc 600 pro instrument, and the instrument was failing to boot. Customer technical support (cts) had the customer power down the instrument and discontinue use. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument the same day and the instrument powered up into standby with no errors noted. All voltages were within specification on the status screen. Fse was unable to determine the root cause of the event. However, fse did notice a worn spot on the reagent mixer cable with exposed wires. Fse replaced the reagent mixer assembly on (B)(6) 2011. No further issues have been reported by the customer.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).